Event description:
As reported, after the implantation of a 23mm sapien 3 ultra valve in the aortic position, upon sheath removal a tear noticed on the distal tip of the sheath. The physician stated some resistance was experienced when valve approached the distal end of the sheath. No known patient harm was reported upon leaving procedure room.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. Imagery was provided of the patient's anatomy and the following was observed: calcification and tortuosity were present within the patient's access vessels specifically near the aortic bifurcation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history records (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the esheath plus had proper inspections in place to detect issues related to the complaint events. Furthermore, there was no report of any issues with the esheath during device unpacking or preparation. Per the complaint description, "the physician stated some resistance was experienced when valve approached the distal end of the esheath" and "it was suspected that the esheath tore when the delivery system passed through the most distal end of the esheath. The tear was mostly horizontal with a slight angle and was jagged". The failure mode is characteristic of esheath tip tear events as described in a product risk assessment (pra) previously initiated to document the investigation of this issue. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and esheath tip. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the esheath, while calcification can create a constrained condition at the distal tip, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. As such, it is possible that improper expansion of the esheath tip during thv advancement and/or patient factors (calcification, tortuosity) contributed to the experienced delivery system advancement resistance at the esheath distal tip and the distal tip tear. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and a CAPA were previously initiated to document the investigation of this issue and drive any corrective/preventative actions as appropriate.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. An imaging evaluation was performed on images provided and the following was noted: calcification and tortuosity were present within the patient's access vessels specifically near the aortic bifurcation. Visual inspection was performed, and the following visual observations were seen on the returned sheath: sheath was fully expanded as designed. Distal tip torn radially along liner edge and opened along axial score line. All score lines present. Minor wrinkling on strain relief. Minor scratches noted along length of shaft. Minor soft tip damage. Stretched strand noted at distal edge of liner - very secure and stable when pulled. No applicable functional or dimensional testing were able to be performed due to condition of the returned device (distal tip torn). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of the device history records, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, "the physician stated some resistance was experienced when valve approached the distal end of the sheath" and "it was suspected that the sheath tore when the delivery system passed through the most distal end of the esheath. The tear was mostly horizontal with a slight angle and was jagged". Per evaluation of the returned device, the sheath distal tip was torn radially along the liner edge. The failure mode is characteristic of sheath tip tear events as described in an investigation previously performed and captured in a product risk assessment by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. 3mensio imagery was provided and also shows the presence of calcification and a bend of the access vessel near the aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, while calcification can create a constrained condition at the distal tip, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment documents the investigation of this issue and assesses associated risks for the issue. A corrective action preventive action (CAPA) captures process improvement activities regarding tip expansion which were identified during previous investigation.